Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, the basket of the device was opened and the tip detached prior to capturing a stone. The physician retrieved the the tip. Another same device was used previously with the same results. A third device was used to complete the procedure. There were no additional adverse affects.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.